Event description:
It was reported that there was oversensing of atrial fibrillation on this right atrial lead. Pacing impedances were found to be within acceptable ranges. The caller reportedly planned to continue to monitor the patient. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).